Event description:
It was reported that a dexcom g7 continuous glucose monitor was providing glucose values in the dexcom app but failed to display glucose values on the ilet, consistent with a pairing and communication issue between the cgm and the ilet; the user followed guided troubleshooting to switch cgm settings g7g6g7 and start sensor, after which glucose values appeared on the ilet. Symptoms included hyperglycemia, with a reported glucose of 336 mg/dl after several hours without sensor connectivity. Outcomes included no injury, no medical intervention beyond user monitoring, and no hospitalization. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the issue resolved after reconfiguration and sensor start on the ilet, indicating successful reestablishment of cgm-ilet communication. It was concluded that the event was related to a temporary cgm pairing failure to the ilet, with user outcome restored following standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.